Event description:
Upon investigation, the customer complaint could not be replicated. The pump was put through testing and was able to pass testing before further investigation. An internal investigation of the device revealed that there were no damaged parts. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present and that the set ID/bubble detector was functioning properly. Fva and loading pins were visually checked and it was noted that there was buildup of black substance on all of the pins. This black substance was cleaned using 70% alcohol. The unit was placed successfully through the final acceptance test. Additional cleaning could help prevent any additional build up of pins. Pump will go through all functional testing during repair.

Event description:
Customer reports the following: "reported to julie cassette loading guides are stuck with a cassette in the pump. Staff bringing pump to biomed and [fk] will work with them to get cassette released and test pump. No patient harm.." Preliminary review indicates that this is a set ID sensor failure; this did not occur during an active infusion. This is being reported due to the referenced technical issue as a conservative measure; no patient involvement. More information is needed to complete the investigation.